Event description:
Nurse was giving flu shot in right arm and vaccine shot out the needle/vaccine connection. Nurse did not feel or hear snap or pop when connecting needle to vaccine. Vaccine primed appropriately. Hub not overly tightened.